Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, when the right ventricular (rv) lead was placed, the patient's blood pressure declined. The patient was intubated and vasopressors were given. It was noted on transthoracic echocardiogram (tte) that the patient had pericardial effusion which was subsequently drained without recurrence. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. There was blood on the proximal conductor of the lead and it was not obstructed. The distal connector of the lead was extrinsically bent. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.